Event description:
Exact study event. It was reported the approx 8 mos post uneventful left internal carotid artery stenting procedure, the pt experienced 51-69% stenosis with the bilateral internal carotid arteries. There are no reported pt effects and the plan was to do a f/u ultrasound in 2007. The pt subsequently expired unrelated to the device or stenting procedure. Primary cause of death was reported to be acute myocardial infarction, pneumonia with septic and cardiogenic shock, respiratory failure and severe weight loss, cannot rule out underlying malignancy. There is no add'l info available.

Manufacturer narrative:
The device was not returned for analysis and there was no lot info provided. Based on the available info, it was not possible to perform device investigation or lot history review in this case.